Event description:
It was reported to the manufacturer, by the end user, per the end user, that customer reported via email, "nurse needed to take a patient out of the room and while attempting to adjust the bed from bariatric to standard to get it through the doors the crank when into lock out mode. The patient coded on the bed during the attempt to get the bed out o the door. Nursing climbed on top of the patient to revive them while others attempted to mess with the bed". No other information provided via email about the results of the incident. Complaint#: (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.